Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was clarified that the device failed the internal leakage test and pressure transducer test during pre-use check. The replacement of the air and o2 gas modules, together with diss connection for o2 and air, solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas modules regulate the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Evaluation of received device logs, confirmed the claimed issue with pre-use check. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).